Manufacturer narrative:
The field service engineer (fse) noted micro bubbles in the wash pump piston during fluid drawing. The fse replaced the wash valve, seals and rotor, and o-ring between the pump and valve. The fse primed the system, performed system check and high sensitivity (hs) system check, and completed a 30-repetition test. All test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash valve. A definitive root cause is unknown. (B)(6). This medwatch report is related to 2122870-2014-00697.

Event description:
The customer reported non-reproducible troponin I (access accutnl+3) results, for three patients, involving the unicel dxc 600i synchron access clinical system. This report is two of two referencing the patient on the event date noted. The customer stated the original result was not released from the laboratory. Subsequent testing of the patient's sample, on an alternate access 2 system, generated lower results within the normal reference range. There was no patient impact associated with this event. The patient's sample was collected in a lithium heparin plasma tube. The customer stated the patient sample was normal in appearance. Quality control (qc) and system check were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.